Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Occupation: non-healthcare professional. Information regarding PMA/510k #: den170015. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (only one catheter was returned), therefore a complete evaluation was not possible. The returned catheter did not contain any powder. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. When tested as returned, the device did not spray. A hissing sound was observed when the activation button was pressed. The co2 cartridge discharged upon deactivation of the device. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device did not spray as intended. The device was disassembled and it was discovered the low pressure valve tube leading to the powder chamber was connected to the incorrect peg. This indicates that co2 was not traveling into the powder chamber and through the device as intended. Powder was seen in the tubes between the powder chamber and on/off valve as well as the tube between the powder chamber and low pressure valve. The tubes were disconnected for removal of the powder and no clumps were observed. A visual inspection of the powder chamber cannula contained loose powder and the hole in the bottom of the powder chamber was found to be clear. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: it was confirmed that the device was unable to spray due to the tubing between the powder chamber and low pressure valve being incorrectly placed. A corrective action has been initiated concerning tubing being misassembled on the low pressure valve. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used three (3) cook hemospray endoscopic hemostats. The patient was heavily bleeding from the gastroduodenal artery in the bulbus [duodenal bulb]. The first hemospray was used, but there was insufficient amount of powder per shot. A second catheter was attempted to be used (subject of this report). A second hemospray device was used. While screwing the red cap to activate the second device, the handle exploded in the nurse's hand. The tail [lower part of handle and red activation knob] was flung against the leg of the doctor (see related emdr 1037905-2019-00295). A third hemospray was used but there was also insufficient powder delivery per shot (see related emdr 1037905-2019-00294) (device was tested prior to use). A fourth device was activated but not used. The patient had lost too much blood and went to surgery. The device captured in this emdr (the first hemospray device referenced above) was originally reported under emdr 1037905-2019-00294. The device evaluation required a separate emdr to capture the separate malfunction. An unintended section of the device did not remain inside the patient¿s body. The patient was taken to surgery for hemostasis due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.